Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and after the procedure, the doctor noticed some charring above the electrode. It was observed between tip electrode and the second electrode, at the plastic ring separating the electrodes. The physician considered the char as excessive and an increased risk to patient. The system did not present any error messages and there were no issues related to temperature and flow on the catheter. The patient was anticoagulated with activated clotting time above 300 which was maintained throughout the case. Heparinized normal saline was used. The patient had no complications and no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and after the procedure, the doctor noticed some charring above the electrode. It was observed between tip electrode and the second electrode, at the plastic ring separating the electrodes. The physician considered the char as excessive and an increased risk to patient. The system did not present any error messages and there were no issues related to temperature and flow on the catheter. The patient was anticoagulated with an activated clotting time above 300 which was maintained throughout the case. Heparinized normal saline was used. The patient had no complications and no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation on 22-apr-2025. As such, section d9 has been updated. The device was sent to the irvine facility for further analysis related to char formation and from the same site (segeberger kliniken gmbh). Once the special investigation was concluded, the device was returned to the laboratory, and additional testing was performed. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. During the special investigation, char residues were identified located at the bottom of the dome, in the transition between the dome and the first ring. In addition, a microscopic inspection of the dome was performed, and some irrigation holes were observed that were occluded with a dry reddish material. Additionally, insufficient polyurethane (pu) was identified at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregularly through the irrigation holes. Furthermore, a sem test was performed to identify the foreign material inside the irrigation hole. It was identified that the occlusion is composed of an inorganic material. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface; which could cause an increase in the temperature and the presence of char residues in this area. A manufacturing record evaluation was performed for the finished device number lot 31452735l and no internal action related to the complaint was found during the review. The char issue reported by the customer was confirmed. The root cause of the occlusion and the insufficient pu is traced to the manufacturing process. The insufficient pu issue identified during the investigation is unrelated to the event described by the customer. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If the temperature increases very rapidly during rf applications, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient¿s body. An internal corrective action is being followed to reduce this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).